Event description:
Facility technician reported one incident of a patient experiencing shortness of breath, nausea, sweats and chest pain immediately upon initiation of treatment with the psn 210 dialyzer. The treatment was stopped and the blood was returned to the patient. The patient was transferred via ambulance to the emergency room where patient was "treated for anaphylaxis." No details are available regarding the patient's treatment in the ER. However, it was reported that the patient has recovered and continues to dialyze on an alternate membrane without incident.